Event description:
A MFR's rep reported a power on reset condition. "All settings went back to factory setting." No pt symptoms were reported. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.